Event description:
A facility reported that during an unspecified surgery, the mayfield modified skull clamp system (a1059) was not stable and they were unable to use it for fixing the patient's head during the surgery. There was no patient injury and no surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The device passed all specific functional testing per the quality inspection however, some minor surface damage was noted near the locking knob of the clamp. This damage is consistent with rough handling and is cosmetic only, not affecting functionality. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The unit passes functional testing per the quality inspection checklist. Probable root cause is improper placement/positioning of the patient in the mayfield system. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.